Event description:
Additional information was received from a consumer regarding the patient. It was reported that the circumstances that led to the stimulator not working was a change in medical condition. The patient noted that the steps taken to resolve the stimulator not working was to have the two bars and 12 screws inserted into his back. The patient currently had his stimulator off at the time that the additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins). Patient reported that the doctors at mayo clinic determined that the stimulation/stimulator wasn¿t helping them any further and didn¿t believe it was working anymore. It was reported that they were still instructed to use it because they had ¿nothing to lose, everything to gain.¿ this reportedly occurred in (B)(6) 2017. Patient reported they had a surgery on (B)(6) 2017 that was not related to stimulator but had a direct affect to stimulator b/c as a result of the 2 bars and 12 screws put in their back. It was reported that their stimulator was not working for a while if at all and that "they hadn¿t come to that decision" yet. Patient reported their surgery was in regards to their l5 and s1 "just collapsing." Patient reported they were still ¿very much raw¿ from the surgery and did not want to turn their stimulation on yet, but wanted to be able to charge. Patient needed assistance on how to charge without turning their ins on.